Event description:
It was reported that the patient had a hematoma. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was implanted successfully in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient was doing fine. Post procedure later that day it was noted that the patient had a large right groin hematoma. The patient received a blood transfusion to help treat this and did well following this event. The patient has since been discharged from the hospital.